Event description:
It was reported that the pump was implanted in 2001 for hepatic arterial infusion. Subsequently, difficulty was encountered accessing the pump. Evaluation of the access difficulty by radiology found that the pump was angled towards the patient's feet. The catheter was confirmed to be in the hepatic artery. The pump was explanted in 2002 with no associated patient complications.